Event description:
Medtronic received information through a call from the patient's wife into technical services that the patient implanted with this bioprosthetic valved passed away 13 day post-operatively. It was reported that the family member was not sure if the death was related to the valve, but that the patient never recovered from the surgery. Further information has been requested from the implanting physician. The location of the device is unknown at this time.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information is received, a follow-up report will be submitted. Additional information attempt has been made with the implanting physician, no response to date. Conclusion: the device history review is in process and once the review is complete a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).